Event description:
A physician reported following the intraocular lens implantation the patient had experienced near vison was 20/200 and a yag was also performed. There was no refractive surprise but the physician was not happy with near vision. Additional information has been requested. There are 2 files associated with these events. This file belongs to the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
\ The sample was not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. Without the complaint product information and the associated product information it cannot be confirmed if qualified product combinations were used. The root cause cannot be determined for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information in the file indicated that there was no refractive surprise, but doctor isn¿t happy with patient¿s near vision. Not enough information has been provided for further investigation. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).